Event description:
It was reported that a patient experienced unexpected post-op refraction after implantation of a zma00 27.0 diopter intraocular lens. The patient's visual acuity was 20/40-2, patient not seeing well at any distance. The physician surmised that the incorrect lens power was originally implanted. The lens was explanted approximately 8 weeks post implant. At explant the lens was cut up to removed. The lens was replaced with another zma00 intraocular lens of a lower diopter power (26.0). There was no patient injury and the new implant went well. The explanted lens was discarded.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.